Event description:
On (B)(6) 2012 the customer reported that after cycling cell controls on the act diff 2 instrument, they cycled one patient sample and the results recovered low for white blood cells (wbc) and hemoglobin (hgb). Customer remixed and reran the sample, and hgb, wbc and red blood cells (rbc) results increased compared to the first run. Customer noticed wbc, rbc, and hgb parameters were not reproducing. There was no significant different between platelet (plt) counts. Customer cycled reproducibility, carryover and cell controls after the issue, and reproducibility and carryover passed. Customer used the normal cell control level for reproducibility and carryover. Cell controls wbc, rbc, and hgb parameters recovered within the table of expected results. Plt recovered high out of range or high bias on cell controls. Customer reported that cell controls were close to the end of open vial stability and new controls were opened on (B)(6) 2012. Per the customer, all cell control recoveries were within the laboratory's range. Customer re-ran the patient sample several times. Results were consistent with 2nd run on all parameters (this data was not provided). Customer considered the first run to be erroneous. The erroneous results were not reported outside the laboratory. Customer technical support (cts) advised the customer that since reproducibility, carryover, and cell controls passed, there is no instrument issue at this time. Cts suggested that the customer have a field service engineer verify instrument performance. Since the customer verified the instrument was accurate and precise, the customer preferred to monitor the instrument and callback if the issue occurs again. There was no death, injury or affect to patient.

Manufacturer narrative:
Device evaluated by manufacture, no: customer did not want service.